Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the vein. After many attempts, the lead was removed, and the coil looked distended. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted; full lead returned and analyzed.